Event description:
It was reported the customer experienced high blood glucose after changing their site. Customer's blood glucose was 520 mg/dl. The customer also reported their insulin pump did not deliver insulin. The customer also stated a no delivery alarm occurred. Customer stated they were able to resolve the no delivery alarm with a complete set change. The customer requested a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked display window, cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.